Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the active meter, compared to a lab result, within 10 minutes: 12.0 mmol/l (active meter) and 6.0 mmol/l (lab).no adverse event reported. The test strip lot number was not provided. The product cannot be returned for legal and customs issues.